Manufacturer narrative:
Investigation: we received a leukoreduction filter only. The color tone and hemolysis rate of plasma were not examined, as we did not receive a plasma bag. The filter was rinsed by normal saline; however, normal saline hardly drained through the filter. We disassembled the filter after rinsing to observe the filter media. Aggregation was observed in the first, second, and fifth filter membranes from the inflow side of the filter. The filter was being connected in the right direction and we did not observe any abnormalities such as clogging and kink in the lines. In regard to the production of imuflex, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister trays. The top film of each blister tray is heat-sealed. Drug solution is made by mixing water for injection, which is manufactured from raw water with multiple unit operations, and various drug substances in a preparation tank. We check whether the density of the solution is appropriate for use and only appropriate solution is used for production. Also, the product concerned was weighed for the entire quantity after sterilization as well as after individual packaging to control the volume of blood preservative solution. For the leukoreduction filter, filter membranes are punched out, laminated, and integrated into soft housing. In order to ensure leukoreduction performance and prevent occlusion in the filter and hemolysis, standards of particulate removal rates and cationization levels of filter membranes for each filter membrane and also standards of average cationization levels of laminated filter membranes have been set and controlled. We reviewed the manufacturing record of the reported lot number and confirmed that no abnormalities occurred in any process, and the products were manufactured as usual. Shipping testing, including the check of particulate removal rates, cationization levels, and average cationization levels (minimum and maximum), the measurement of solution concentration and volume, and a visual inspection, is performed on the product concerned as sampling testing. We therefore reviewed each testing and inspection record of the reported lot number and confirmed that there were no abnormalities in all shipping testing items including foreign matters. The product conformed to the standards. In regard to the reported lot number, we investigated whether there had been any complaints reported by other customers, and confirmed that the same incident associated with this production number had not been reported by other medical institutes as of december 24, 2020. Regarding the retention samples of the reported lot number, three sets were visually examined. We used one of the sets to measure the solution volume and used another one of the sets to perform a quantitative test for the composition of the solution in the same manner as the shipping testing. There were no abnormalities in the appearance and the measured values conformed to our in-house standards. Root cause: as mentioned in the preceding section, only the imuflex products that have conformed to the in- house standards are released. We were not able to check the color of a plasma bag or the rate of hemolysis since the bag was not returned for investigation. We were therefore unable to identify the cause of hemolysis. The reported incident may have occurred by a combination of the following common factors of hemolysis in blood products. (1) characteristics of blood if red blood cells are fragile due to blood properties of a donor, there is a possibility of a hemolyzed blood product. (2) bacterial contamination a blood product is likely to be hemolized if the blood is contaminated with bacteria containing hemolysin. (3) excessively cooling blood is gradually congealed and eventually hemolyzed when it is cooled below -3°c. There is a possibility of a hemolyzed blood product due to this factor if a blood bag is locally cooled in the refrigerator. (4) filter clogging filtration time is extended because the filter is likely to clog, and furthermore, when red blood cells flow through such a filter, a physical stress on the red blood cells may cause a hemolyzed blood product.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported hemolysis (red tinged plasma) in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6).